Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-20122. It was reported the trial procedure was abandoned due to two csf leaks occuring during the procedure. No adverse symptoms were reported. However, the pt was kept under observation for overnight.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.